Event description:
Customer called to report that the driver block is out of alignment, causing a gap between the large and small driver arms. Customer stated that they are sure this was the cause of their high blood glucose.